Event description:
It was reported that a patient experienced peritonitis manifested by severe cramping, cloudy effluent, redness, swelling, inability to walk due to pain, and vomiting coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was due to the patient using a defective minicap. The defective minicap was further described as the sponge sticking out and missing. The patient was using an alcohol swab to push the minicap back down and then using the minicap for peritoneal dialysis therapy. On the same day as the onset, the patient was treated in the emergency department of the hospital, but was not admitted to the hospital. After being in the emergency department for one day, the patient was discharged. Beginning the day after onset, the patient was treated with tobramycin (40 milligrams intraperitoneally daily for fourteen days) and cefazolin (1.5 grams intraperitoneally daily for fourteen days) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a use error which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.